Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1 h4 device history: part# 03.037.120. Lot # 9509533. Manufacturing site: werk hagendorf. Supplier: na. Release to warehouse date:30 jun 2015. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that connec f/driving cap [03.037.120/9509533] had the tip of the mating device driving cap/threaded (03.010.523) embedded inside the threaded hole. The device shows signs of normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were found. A dimensional inspection for the connec f/driving cap [03.037.120/9509533] was not performed as is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the connec f/driving cap [03.037.120/9509533] was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrumentation was broken today, no surgical date provided. It was unknown, if there was a patient involvement. This complaint involves four (4) devices. This report is for one (1) connec f/driving cap. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.